Manufacturer narrative:
The device has not been returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported the implants were worn, requiring revision surgery.